Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during phacoemulsification, the device did not vacuum. The product was replaced and the procedure was completed without patient harm.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually inspected and it was found that the manifold was not returned. The sample was functionally tested with a manifold from lab stock and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. The customer should be reminded to return all products intact so complete testing could be performed. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).